Event description:
It was reported that during a procedure, the micro drill long straight attachment was overheating. It was reported that the patient sustained a burn to the lip. It was reported that the procedure was completed successfully. No medical intervention was reported with this event. No further information was provided by the user facility.

Event description:
It was reported that during a procedure the micro drill long straight attachment was overheating. It was reported that the patient sustained a burn to the lip. It was reported that the procedure was completed successfully. No medical intervention was reported with this event. No further information was provided by the user facility.

Manufacturer narrative:
The user facility is not aware which drill was being used with the micro drill long straight attachment during the reported event. The user facility has isolated 4 drills, which they are returning for evaluation. As the drills have not yet been returned for evaluation, all 4 drills have been listed in the concomitant product grid at this time. When more information becomes available, a supplemental report will be submitted. A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, corrosion was found to be affecting the components including the bearings and the upper bearing was found to be shattered. The device was discarded by the manufacturer.